Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as ¿female connector unscrews from the main body¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.